Event description:
Additional information received indicated the event was discovered in clinic.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was over-sensing noise. Further information was requested but not received.